Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for measured high impedance, but the impedance has since come back down to normal range. The lead remains in use. No patient complications have been reported as a result of this event.